Event description:
Information received indicates the nurses smelled smoke and no functions worked on the bed.

Manufacturer narrative:
The facilities maintenance found a nut from the line filter came loose and shorted the high-voltage board. Maintenance replaced the high-voltage board to repair the bed.